Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working during the surgery and a battery change did not help symptoms were verified in post-surgery testing. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.